Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring the c3 delivery system. The proximal aortic neck diameter was tight, measuring about 13mm. The patient tolerated the procedure well. On (B)(6) 2011, an intervention occurred to treat proximal device infolding. A palmaz xd stent was placed which increased the proximal aortic diameter to 14 mm. A reliant balloon was used to flare the distal aspect of the main body of the gore excluder aaa trunk-ipsilateral leg, which increased apposition. The patient tolerated the procedure well. No further complications have been reported.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use, the trunk-ipsilateral leg endoprosthesis sizing guide requires a minimum 19-20 mm aortic vessel diameter for the (B)(4) device. Strict adherence to the sizing guide is required when selecting the appropriate device size.